Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.3¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d160512-1). The control solution tests for level low were 54/55 mg/dl, for level high were 247/250 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We tested the retain strips (same strip lot number as returned strip: d160512-1). The control solution tests for level low were 54/55 mg/dl; for level high were 236/241 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:45 am. The end user stated that she received high blood readings from her prodigy diabetes glucose meter. She did not have any associated symptoms and visited her pcp after concern with the high readings. Her reading at the time of the medical event was 199 mg/dl. Upon arrival to her pcp her blood glucose reading was 130 mg/dl. No treatment was needed due to the fact that her blood glucose was in the normal range and she was released by her pcp with no further instructions. No additional information was provided in relations to this medical event.